Event description:
It was reported that pump displayed cart alarm 34 followed by malfunction code 9, and customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Customer addressed the elevated bg by giving correction dose by injection and did not require help from third parties. Technical support arranged pump replacement. Customer will rely on multiple daily injection to ensure delivery of insulin therapy.